Event description:
Rptr experienced arthritis, arm and shoulder weakness, joint swelling, pain and stiffness (knee, leg, shoulder, hands, elbows and hips), right arm muscle pain, muscle fatigue, swelling hands and fingers, thick skin, unexplained skin rashes on chest and neck, breast tenderness, fatigue, swollen glands under arm, some coldness of extremities, left implant shrunk, carcinoma right breast, right implant is higher than left, possible rupture, headaches, numbness on right side and unable to sleep.